Event description:
The layreporter/grandfather claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Manufacture date is may2009. The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and sticking when pressed during testing. When the keypad was removed it was noted that adhesive was found underneath the contact.